Manufacturer narrative:
B.7. Patient history updated.

Manufacturer narrative:
.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of a thoracoabdominal aortic aneurysm and type b dissection using gore® excluder® aaa endoprostheses. Reportedly all stent grafts were deployed successfully, and the entry of the dissection in the patient's left external iliac artery was intentionally closed with the ipsilateral limb of the trunk-ipsilateral leg component. It was reported that the trunk-ipsilateral leg component did not have full circumferential wall apposition proximally (bird beak). An aortic extender component was deployed in an attempt to correct the bird beak. Reportedly the patient's right renal artery was unintentionally partially covered by the aortic extender component. Touch-up ballooning was required. The physician was reportedly concerned that ballooning could cause the right renal artery to be fully covered. Therefore, to secure blood flow to the right renal artery, a palmaz genesis bare metal stent was deployed at the origin of the patient's right renal artery in a parallel course adjacent to the aortic extender component (chimney technique). Touch-up ballooning was performed on the proximal side of the aortic extender component. There were no further reported issues. The patient tolerated the procedure.